Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated and the power supply was adjusted during a service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer described what was likely a fast stop error message and the system had to be rebooted. There are no reports of patient injury or death associated with this event.